Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(6).

Event description:
A facility representative reported that a cartridge split in half before insertion and wouldn't insert into the eye during an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Additional information provided. Product evaluation: the customer indicated the use of an unspecified iol. Without the lens/model and diopter it cannot be determined if a qualified product was used. The customer indicated a handpiece with an unspecified viscoelastic. The product investigation could not identify a root cause. The product was not returned. The customer indicated the use of an unspecified iol. Without the lens/model and diopter it cannot be determined if a qualified product was used. The manufacturer internal reference number is: (B)(4).